Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited polarity switch and the warning was triggered for the high lead impedance. It was noted that the rv lead exhibited low r wave undersensing. The device will be reprogramed and remains in use. No patient complications have been reported as a result of this event.